Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial customer comment. The radiofrequency (rf) head connection was loose.

Event description:
It was reported that the programmer was unable to interrogate the device due to a "short on the programmer at the connection for the programmer wand." Also noted that it was not possible to obtain telemetry or lights. The rf head was changed out, but it appeared to be an issue with the rf connector on the programmer. Another programmer was used. No patient complications were reported as a result of this event.